Event description:
About 2 1/2 years ago, my wife's physician used wireless endoscopy to diagnose her crohn's disease. Unfortunately, the camera has remained lodged at the conjunction between her large and small intestines to the present time. Health-care professionals, that she has seen for the pain she now has in her gut with one voice, dismiss the camera as the possible cause. I can understand that the camera could easily be approved to pass through her system in up to 24 hours, or perhaps even longer. Two and a half years? Not reasonable. I can also see that after such a long period of time, the capsule that contains the camera and ancillary components could deteriorate and cause damage. Alternately, or additionally, it could not be lodged in such a way as to damage the lining of the intestine by the constant movement of the capsule caused by the passage of the waste material. Either way, I want my wife's pain to stop. My question to you is, "are these devices approved by the FDA to be left in the body indefinitely?"